Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the allergic reaction/irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The mother reported that the patient developed an allergy from the adhesive. She was using neosporin and an over-the-counter cortisone product for the irritation. The dermatologist also prescribed her cortisone cream (medium strength) and barrier cream.